Manufacturer narrative:
Additional information: on 9/14/2021 during product evaluation, it was learned that additional information was provided with the product return. A note indicated the implant date: (B)(6) 2021 in the left eye. The surgeon said it just didn't look right, so he wanted another one. The surgeon was not sure if it was loaded right, but the surgeon's assistant said it was. The surgeon noted the haptic looked funny. The following section has been updated accordingly: section d6a: if implanted, give date: (B)(6) 2021. Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 8/26/2021. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received in the original lens case. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received with haptic damage (twisted) and the other haptic stuck to the optic body, which may have occurred during handling during loading and then allowing the viscoelastic to dry off after removing the lens. The lens was cleaned and both defects were no longer observed and no additional cosmetic issues could be identified. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) did not look right. There was patient contact. No additional information was provided to johnson & johnson surgical vision.